Event description:
On (B)(6) 2023, the patient reported that surgery was required to address bumps in her left marionette lines. The surgery was on (B)(6) 2023. The patient states her bellafill injections were in 2014 and 2015. Per patient, she appears to be healing well and is planning treatment to address bumps in her right marionettes.

Manufacturer narrative:
On (B)(6) 2023, the patient reported that surgery was required to address bumps in her left marionette lines. The surgery was on (B)(6) 2023. The patient states her bellafill injections were in 2014 and 2015. Per patient, she appears to be healing well and is planning treatment to address bumps in her right marionettes. Additional info: event date: on (B)(6) 2023 was the date of the patient's surgery to excise bumps in the right marionette area. Implant dates are unknown; however, per patient they were in 2014 and 2015. Injection account provided an injection date of july 2015. Device available for evaluation: bellafill syringes are single use devices that are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." "Health effect-cliical code" - patient reported "bumps". Code 4551-nodules was the closest found. "Investigation findings" - no issues were found with the bellafill dermal filler lot used in the patient's procedure. Manufacturing records indicated the lot met all acceptance criteria upon release. The lot has since expired; therefore retained lot samples were not available for review. 'Medical device problem code' and 'investigation conclusions': per the bellafill dermal filler instructions for use: "bellafill is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years." Bellafill provider: dr. (B)(6), the surgeon who excised bumps on the patient's right marioinette area: dr. (B)(6). On (B)(6) 2023, suneva spoke with the dr. (B)(6) office to see if the surgeon had anything to add to the patient-provided information. The office indicated they would call back if there was any information to provide. No return call at this time.